Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2011 to close an atrial septal defect measuring 12-15mm. That night, chest x-ray revealed the device to have embolized to the main pulmonary artery. The following morning, the physician removed the helex device with a gooseneck snare. The defect was balloon sized again and measured 16mm. A second occluder was then implanted and the pt was doing well following the procedure.